Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Anonymous reporter. E1. Address information was not provided, therefore, xx was used as a place holder and il was used as the reporter state.

Event description:
It was reported that bd needle pierced the catheter resulting in an inability to retract. The following information was provided by the initial reporter: rn was placing an IV on patient, while trying to advance the catheter the needle punctured the catheter and the white retract button would not engage to retract the needle. Needle was removed, catheter was punctured but intact. White button was depressed but needle was still out. No injuries occurred to patient or rn. Additional information received for mw5163047 on 01/10/2025. Repeat event at organization concerning the same lot number and product. Previous medwatch number mw5163047 submitted in november 2024. Per reporter, "writer was about to place an IV on a patient. Writer was testing the catheter to make sure that it slide on/off the needle appropriately prior to using. The catheter would not slide back onto the needle straight and was getting stuck on the side of the catheter. The needle punctured through the side of the catheter. The safety was functional and the needle retracted and was discarded without being used on the patient. Writer saved the package from the IV and the lot number was the same as one from a previous safety incident. The IV was a 20g x 1.16" lot 4193407. The IV was taken from the top of the stack of IV needles in the nurse server. When the first incident occurred, staff removed needles with that lot number, unsure if this was missed by staff or restocked in our clean utility room."

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4193407. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.